Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a catheter placement procedure using powerport m.r.I isp for chemotherapy treatment related to colorectal cancer. The catheter was used as a chemotherapy access line and was no longer in use following completion of treatment, with intermittent flushing and backflushing performed for maintenance. Post the procedure on (B)(6) 2026, during a recent catheter removal procedure, the device completely fractured while traction was applied during removal with the port device being held, and the catheter was subsequently surgically removed from the insertion site. There was no reported patient injury.